Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k14046, h13l02031, h14a07064, h14b03038, h14b28035, h14a30025, and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning five days after the peritonitis diagnosis, the patient was treated with vancomycin (1g, intraperitoneally, every 5 days for 21 days) for the peritonitis event. Vancomycin therapy was reported to be ongoing. After six days of hospitalization for the peritonitis event, the patient was discharged. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 4 of 4.